Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited decreased r-wave measurements and low out of range pacing impedance measurements less than 200 ohms. Additionally, suspected t-wave oversensing was observed that resulted in an inappropriate shock. A lead issue was suspected, however, not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the physician elected to explant and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.